Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 75% stenosed lesion was located in the moderately tortuous abdominal aorta. The equalizer balloon catheter was advanced to the lesion and inflated one time. The inflation duration and atms are unk. The balloon rupture occurred during the first inflation. The balloon was withdrawn and the procedure was completed with an unspecified device. No pt complications or injuries were reported. The pt status was reported as 'good'.

Manufacturer narrative:
(B)(6). Device has been disposed and is not expected for return; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).